Event description:
The patient reported that she has been experiencing an increase in depression and attempted suicide last year. The patient reported that she has moved and does not currently have a vns physician to check the vns. The patient was directed to a vns physician in her area. Attempts to obtain additional relevant information have been unsuccessful to date.